Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead noise was seen on merlin.net transmission. The noise could not be reproduced. The physician decided to take no action and the lead would be monitored. The patient was in good condition.